Manufacturer narrative:
One device was received for investigation. During visual inspection the device was observed to have a bubbled downstream occlusion seal. The reported issue was confirmed during functional testing when a downstream occlusion alarm was displayed. Review of the device event log determined this error had been previously recorded. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the available information, the investigation confirmed the reported issue, but could not identify a root cause for the observed condition. The downstream occlusion sensor was replaced, and the device passed all testing.

Event description:
It was reported that during patient use, the pump exhibited a malfunction error. The outcome of the event was the patient's therapy was delayed, and the pump was swapped out. It is unknown if there was patient injury as a result.